Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement; however, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2021, the patient presented with a saphenous vein graft (svg) to the left anterior descending (lad) perforation. A 3.5x26mm and 3.5x16mm graftmaster stent were successfully implanted, sealing the perforation at that site. There was no device malfunction. A 2.80x16mm graftmaster (1012580-16, 0112541) stent delivery system also advanced. During positioning, no unusual resistance was noted, however, the stent dislodged at the lad ostium. Additional dilatation was performed, deploying the 2.80x16mm graftmaster stent at the ostial lad. The perforation had sealed and there was no adverse patient sequela. Per physician, the graftmaster devices did not cause or contribute to complications or adverse events. No additional information was provided regarding this issue.